Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the fms pump had physical damage, was confirmed. It was found that the irrigation door was broken. The service of the device was however declined and was placed into long-term hold as it was not needed for the equipment exchange pool use. User mishandling during transport or storage of the device would have caused the physical damage as reported by the customer. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer that the pump/shaver device had physical damage. During in-house engineering evaluation, it was determined that the irrigation door was broken on the device. There was no procedure nor patient involvement reported. No additional information was provided.